Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for supracondylar fracture of left humerus. During the surgery, it was found that the surgeon had ordered wrong product. The surgeon had ordered variable angle distal humerus plate (vadhp) for right side, but the patient¿s fracture site was left. The sales rep noticed this event during the surgery. The sales rep made an emergency shipment request, and the vadhp for left side arrived at the hospital in about fifty (50) minutes. At that time, the reduction had been almost completed, so the surgical time was extended for about forty (40) minutes due to this event. The surgery was scheduled for about 3~3.5 hours. No further information is available this report is for one (1) unknown variable angle distal humerus plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown variable angle distal humerus plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.